Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Low bg cause was not known. Emt (emergency medical technician) administered glucose (method of administration was not known) and customer went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer still in hospital at time of report so no release date could be obtained.